Event description:
Pt here for laparoscopic kidney donation. Endo clip would not load and jammed during surgical procedure. Applier worked fine a few times then jammed. When taken out and smacked against something, applier unjammed and then was able to use again.